Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: needle broke and the surgeon was able to recover the needle, x-ray was done to assure no other piece remained in the patient.